Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, when the needle plunger was retracted, the suture was not present. The device was removed and a second and third proglide was used with the same results. On the fourth attempt with a proglide, he realized he forgot to perform step 2 (needle deployment to capture the suture) on the previous three devices. The fourth proglide achieved hemostasis. There were no reported adverse pt effects. No additional info was available.

Manufacturer narrative:
(B)(4). Device# 1 proglide, part# 12673-03, lot# unk, indicated is being filed under a separate medwatch manufacturer report number. Device # 2 proglide, part# 12673-03, lot# unk, indicated is being filed under a separate medwatch manufacturer report number.